Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the suture cutter was dull and poor of sharpness. No delay and there was no back up available. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72202589 suture cutter used for treatment, was not returned for evaluation. Due to product unavailability, investigation was limited. If further information becomes available, the complaint may be revisited. Instructions for use contains recommendations and precautionary statements for proper use of product. This reusable instrument includes recommendation for periodic maintenances. The consumable carbide components may become gritty causing friction. Instructions for use covers cleaning methods and discusses care with removable components. Demineralized water may help avoid mineral deposits. Antimicrobial lubricant soaks aid with the movement freeing of stiffened instrument parts. Dulled cutters are subject to malfunction including binding and breakage. Complaint history review for the lot number reported indicated no similar allegations. Batch review did not indicate a condition, product or procedure failure that supported the allegation. There is no indication that product specifications were not met upon release to distribution.